Manufacturer narrative:
Date (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The patient reportedly, received 26 inappropriate shocks due to oversensing. Therapies have temporary been de-programmed. Recommendations in accordance with those provided with the isoline fsn (reference: z-0928-2013) were provided to the physician.